Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. The patient claimed she felt symptoms of dizziness, sweating, had a headache, blurred vision, very weak, tired and nauseous. At an unspecified date/ time, the patient visited her physician's office. The patient did not specify treatment received. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter and the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.